Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent osteosynthesis of the distal humerus with double plating with a medial plate of the av elbow system and posterolateral plate of the dhp, and olecranon with av elbow. Surgery carried out with consumption, some bits were damaged which I marked to be sent to analysis: this report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 3 for complaint (B)(4).